Manufacturer narrative:
The customer technical specialist (cts) spoke with the customer to determine the cause of the background voltage out of specifications on the instrument in the original contact. When the customer reran the startup cycle, there was a leak from tubing which popped off of the bsv (blood sampling valve) during the startup cycle. The customer was splashed on her forearm but was wearing a lab coat, goggles and gloves at the time so there was no direct skin contact. Per phone conversation with the operator on (B)(4) 2013, the customer stated she is fine and there are no issues with the exposure to her forearm from (B)(6) 2013. The customer was able to reconnect the tubing and resolved the leak, the background voltages and the diluent out error on the lh500 instrument. (B)(4)0 customer resolved issue themself.

Event description:
While troubleshooting the diluent out error on the coulter lh 500 hematology analyzer, the customer reported a leak from the instrument. The volume was reported as one to two ml and the leak not contained. The customer also stated the operator was splashed with fluid from the leak and was wearing a lab coat, gloves and goggles at the time of the leak. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated